Event description:
Boston scientific received information that this patient was seen in the emergency room due to syncope and a fall the patient had. The health care professional (hcp) called boston scientific technical services (ts) and wanted to have the device checked to see what was going on.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.